Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 4/19/2024, a sales representative via (B)(4) reported that an ar-9597-10 angled reamer sleeve and an ar-9676 angled reamer drive shaft were welded/ seized up just as they finished using it. They were able to finish the case without the instrument. There were no effects to the patient. This was discovered during an rtsa procedure on (B)(6) 2024, with no reported patient harm.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misuse due to interference with the mating instrument.